Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient was involved in a motor vehicle accident in (B)(6) of 2018. The patient was redirected to her health care professional to have the system interrogated. Additionally, it was reported that the stimulation had stopped on its own two times. The patient could not recall the first time that she had lost stimulation abruptly. However, the patient noted that the second time that she lost stimulation was right after the motor vehicle accident in (B)(6) of 2018. The patient also experienced an increase in back pain. The patient could also not recall when the increase in back pain started. After connecting the patient programmer to the implant, the patient was able to see that stimulation was on. Despite the stimulation being on, it is not covering her back pain which is resulting in her changing her walking distance. She cannot walk as far as she could before because of the increase in back pain. The patient¿s device is not currently registered with the manufacturer; therefore, the device model is unknown. It was noted that the patient had the implantable neurostimulator implanted 2-3 years prior to the report. Additionally, it was noted that the patient charges her implant. There were no further complications reported.